Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patient was unable to drive at night due to halos. Physician tried dry eye treatment with cyclosporine, low dose pilocarpine, polarized glasses for night driving with no improvement. She has no significant posterior capsular opacification. Additional information was requested.

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The complaint was received through expert opinion md. Not enough information was provided for further investigation. The surgeon declined to fill out the questionnaire. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).